Manufacturer narrative:
H6: the device was evaluated by ventec where the reported issue of the device providing erratic breath rates, pressure and flow was confirmed. Ventec observed that this was, in part, due to the fact that that the ventilator was unable to maintain peep (positive end expiratory pressure). Ventec replaced the internal flow transducer (ift) to resolve the reported issues. Proper device operation was observed through functional and performance testing. The investigation determined that the root cause of the reported issues was the ift.

Manufacturer narrative:
Ventec will perform an evaluation of the device. A follow-up report will be submitted when the investigation is complete as defined by 21 cfr 803.56.

Event description:
It was reported to ventec that the that the device provides erratic breath rates, pressure and flow. There was no patient involvement associated with the reported event.